Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the cleaning brush tip was present inside the suction channel. The manufacturing record was reviewed and found no irregularities. The foreign material was thought to be tip of cleaning brush which was used at the user facility. Omsc therefore presumed the cause as below. - the brush got broken for its unfitting diameter to the channel diameter, or deterioration. Then fragments left inside the biopsy channel and/or the suction cylinder. - reprocessing method at the facility differed from IFU recommendation. - the facility staff was less trained in reprocessing and/or device handling in accordance with IFU statement. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that the foreign material was in the suction channel. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.